Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient's initials - (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during an unspecified surgery, as the surgeon was tightening the screw, the screw broke. The screw shaft remains in the patient¿s bone. There was no surgical delay due to the reported event and no plans at present to remove the retained screw fragment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the thread of the present cortex screw is broken off. The review of the production history revealed that this item was manufactured on january 2015 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the threaded tip has not been positioned properly. There is no indication for material or design related issue. Patient initials: (B)(6). Implant date : device broke during insertion; device not considered implanted. Explant date: part of the device was left in the patient and there is no plan to retrieve the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight was not provided by reporter. Initial reporter phone number is: (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.